Event description:
During a call to tech support, the pt mentioned he had been hospitalized for peritonitis. A subsequent f/u call confirmed the pt had been admitted for peritonitis. The pt's pdrn stated this was due to touch contamination.

Manufacturer narrative:
The actual device was returned to manufacturer for physical eval and determined to be functioning according to product specifications. Further eval found no device malfunctions that would have caused the reported event. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material and process controls were within specifications. Medical records have been requested. A supplemental report will be submitted upon final review of medical records by the post market clinical department if add'l info is obtained.